Event description:
Asku

Event description:
It was reported the patient was pacemaker dependent and had last been seen in the clinic (B) (6) 2008 when the battery voltage was noted to be 2.5v. On (B) (6) 2009, she fell down the stairs in her home and was taken to the hospital where she died that same day. The physician reported her cause of death to be blunt force injury of head and fall. Physician also reported "there was no mechanism indicating that the device was implicated in any way as causing the fall or death, but without interrogation they wouldn't know for sure. Patient also had a significant heart history, her age, coumadin tx, all factors that could have contributed to her fall."

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) no anomalies found. Proximal segment returned and analyzed. (B) (4) battery depletion-normal.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary (B) (4) no anomalies found. Proximal segment returned and analyzed.